Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive, pc guard and the image process controller need to be replaced. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.